Event description:
Reporter alleged the needle from the safe-t-pro lancet protrudes outside the end of the cap. Reporter stated that the operator was accidentally stuck by the protruding lancet he had used on a patient. Reporter stated that the operator had baseline tests performed and no treatment resulted. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device. Reporter stated that they have used all the lancets, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.